Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported as the system was being prepared for the case, under the select procedure task, the screen went black and the computer restarted. On a second attempt, the same thing happened. On the third unexpected restart, no signal was shown and it was not possible to get into admin. A different navigation system was brought in for the procedure. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
Additional information: lot number for product ID: 9734477 is 1721612. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. No failure was found while the computer was under testing. If information is provided in the future, a supplemental report will be issued.